Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -6.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted and then replaced with a longer lens at a later date due to low vault and the problem was resolved. The cause of the event is reported as unknown.